Manufacturer narrative:
(B)(4). The analysis found that the sc60a device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The analysis found that the sc60a device (b) returned in good visual condition and with two ecr60w cartridges reload present .the cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a sigmoidectomy procedure, each device was used for the colon. In the first device, the staples of the acral part were unformed at the first firing. The same event occurred in the second device. Another third device was used to complete the case. There were no adverse consequences for the patient.